Manufacturer narrative:
Other: infection. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's the ins was burst infection, and the battery in the body was obviously exposed. It was unknown if there was more than a 50% reduction in symptoms. Effective measures had not been taken and troubleshooting was unknown. The patient was currently observing at home. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.